Event description:
The reporter claimed that she had an extra black o-ring on the cartridge dangling on the tubing and wanted to know where it belongs. During her call to animas, the patient reportedly had a hypoglycemic episode. The patient was on her walker and reportedly fell to the ground. The patient had double vision. The patient reportedly had a low blood glucose result and claimed that she had eaten prior to the phone to animas. The paramedic arrived shortly after and tested the patient at "43 mg/dl." The patient was feeling shaky at the time of concern and took juice. The animas representative with the help of the paramedic assisted the patient to load and primed the animas insulin pump. The extra o-ring was removed from the tubing as there should only be one black o-ring present on the outside of the cartridge. The patient re-attached to the pump while the paramedics remained on the scene. There was no evidence that the animas insulin pump system had malfunctioned during the troubleshooting session. This complaint is being reported because the patient allegedly had a hypoglycemic episode while managing her diabetes with the animas insulin pump.

Manufacturer narrative:
The animas product will not be return as there was no evidence of a product malfunction. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas insulin cartridge.